Event description:
The complainant has reported that during a routine replacement of an enteral feeding device, the bumper detached and remained in the stomach. The device had been in place since in 2006. The bumper was retrieved using an endoscope and a new device was placed. There were no reported complications or ill effects sustained by the patient.

Manufacturer narrative:
This device has been received by this manufacturer, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met specifications. Should further relevant details becomes available, a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.